Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated that the patient was experiencing an increase in seizures above the pre-vns baseline and high impedance had been found while running system diagnostics for the vns. The reporter attributes the increase in seizures to a loss in therapy due to a lead break. The vns was disabled. X-rays were requested but have not been received to date. The reporter increased the pt's medication which has controlled the pt's seizures. The reporter is currently evaluating the pt's condition with the increase in medications and no vns therapy before arranging to have the vns replaced.